Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: cause traced to component failure. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of the electrical contact. Deformation electrical contact. Cable failure. Corrosion of the coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head of the subject device was not working properly. During the onsite inspection, the customer checked and found that a scope communication e216 error had occurred. The issue was identified during the inspection prior to use. There were no reports of patient involvement.